Event description:
Two patient samples with discrepant results. Sample 1: initial bicarbonate result 0.7 mmol/l, repeat 23.7 mmol/l; initial lipase result 0 u/l, repeat 15 u/l; initial amylase result 35 u/l, repeat 54 u/l. Sample 2: initial bicarbonate result 1.3 mmol/l, repeat 21.7 mmol/l. Erroneous results were not reported. The field service representative determined issue to be r1 probe and performed vertical adjustment of probe. Performance tests were performed and within specifications.